Event description:
On (B)(6) 2012, integra lifesciences in (B)(4) received a medwatch from (B)(6). The report stated that: during split thickness skin graft to left leg wound, the padgett model s electric dermatome would run for a short time then quit. It was replaced and the procedure completed. The dermatome has only been in service for 2-3 months and is still under warranty. It will be sent to the manufacturer for repair. Integra has requested additional clinical information.

Manufacturer narrative:
To date, the evaluation of the device involved in the reported incident has not been completed. An investigation has been initiated based upon the reported information.